Event description:
A hot water bottle purchased by resident's family and used on resident's knee per resident request, was involved in this incident. The hot water bottles were applied to the knee on july 15, 1992. When removed, blistered areas were noted. These areas ultimately required acute care hospitalization and debridmentdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.